Event description:
It was reported to us that there has been an inter-operative distal mis-locking posterior. No adverse consequences reported.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.